Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose blood glucose value was 40 mg/dl. The customer treated with food. The customer stated that pump went into threshold suspend. Troubleshooting was performed. The customer reported the drive support cap to appear normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.